Event description:
Implant was placed in tooth position #7 on 10/13/95. Implant was placed in tooth area after extraction of tooth. Hydroxylapatite and freeze dried bone was added as filler. Nine months later it was determined that the implant was not osseointegrated and had to be removed.